Event description:
Customer's son reports back to back testing on the same meter while using the aviva system with results of 510 mg/dl and 226 mg/dl. No quality controls were run. No adverse event reported. Customer no longer has strips; a replacement was sent.